Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased one day after implantation of transvenous pacing system. The patient's family member was also unsure if the transvenous pacing system was the cause of death.